Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It should be noted that the xience xpedition instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported device expiration issue appears to be related to use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.25x38 xience xpedition stent was implanted after the expiration date. There was no device issue reported. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.